Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed an inaccurate ECG rhythm which appeared to be asystole despite the patient being in a pulsatile rhythm. In this state the device may not be able to detect a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A second device was used to provide defibrillation therapy.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device displayed an inaccurate ECG rhythm which appeared to be asystole despite the patient being in a pulsatile rhythm. In this state the device may not be able to detect a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A second device was used to provide defibrillation therapy.

Manufacturer narrative:
Physio-control further communicated with the customer and determined that the users used the device for double sequential defibrillation which is not part of the lifepak 15's intended use. The use of double sequential defibrillation may cause a distortion in the ECG. The customer was informed of the use error. Root cause was determined to be use error.

Event description:
The customer contacted physio-control to report that their device displayed an inaccurate ECG rhythm which appeared to be asystole despite the patient being in a pulsatile rhythm. In this state the device may not be able to detect a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A second device was used to provide defibrillation therapy.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed an inaccurate ECG rhythm which appeared to be asystole despite the patient being in a pulsatile rhythm. In this state the device may not be able to detect a shockable rhythm and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A second device was used to provide defibrillation therapy.